Manufacturer narrative:
The lot number for the device was not provided, therefore a lot history review will not be performed. The sample was not returned for evaluation, therefore the investigation is inconclusive for the alleged issue. The definitive root cause could not be established. The device is labeled for single use.

Event description:
This report summarizes one malfunction. It was reported that a unknown vacora probe allegedly was difficult to remove. The information was received from one source. The device was used in the female patient and there was no reported patient injury. Patient age and weight were not provided.